Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded atrial and/or ventricular arrhythmia episodes, during which anti tachycardia pacing (atp) and multiple shocks were delivered. Due to the device being a single chamber system, it was not possible to determine the presence of atrial arrhythmias during the reviewed period. It was discussed that the rhythm appeared atrial or sinus driven, with a possible rapid ventricular response (rvr) associated with an atrial arrhythmia. It was noted that the delivered therapies did not convert the rhythm, and the possibility of inappropriate therapy was discussed. The reports were reviewed with the clinician. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted. Correction to the device codes (h6) in section h, device manufacturers only

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded atrial and/or ventricular arrhythmia episodes, during which anti tachycardia pacing (atp) and multiple shocks were delivered. Due to the device being a single chamber system, it was not possible to determine the presence of atrial arrhythmias during the reviewed period. It was discussed that the rhythm appeared atrial or sinus driven, with a possible rapid ventricular response (rvr) associated with an atrial arrhythmia. It was noted that the delivered therapies did not convert the rhythm, and the possibility of inappropriate therapy was discussed. The reports were reviewed with the clinician. This ICD remains in service. No additional adverse patient effects were reported.